Event description:
The customer reported obtaining erroneous ion selective electrode (ise) results, for multiple patient samples, over two separate days, involving the unicel dxc 600 synchron system. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00723 for the report of the event which occurred on (B)(6) 2013. The customer reported obtaining erroneously high sodium (na), chloride (cl), and/or carbon dioxide (co2) results, for three to four patient samples. The customer indicated that results for one patient sample was reported out of the laboratory. When the issue was noticed, the customer repeated the samples on an alternate dxc analyzer and obtained lower results. There was no change or affect to patient treatment in connection with this event. Quality control (qc) results on the date of the event were within the laboratory's established ranges, with the exception of a high flier on the low level qc mid-morning. Qc results prior to the first high patient results were within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse found a loose ground connection wire for the sodium (na) reference electrode but reconnecting the wire did not resolve the issue. The fse discovered a bad ratio pump and proceeded to replace the pump. The fse also performed a preventative maintenance (pm d), cleaned and aligned the electrolytes injection cup (eic) and the sample probe, and replaced the valve and both sodium electrodes. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is unknown; the fse replaced multiple parts and performed multiple actions to resolve the issue. However, symptoms of the event were consistent with a defective ratio pump but could not be confirmed.